Event description:
The user facility reported that a cycle aborted due to uv intensity. A patient procedure was cancelled as the user facility did not have an alternate method of processing their instrument.

Manufacturer narrative:
A steris service technician inspected the unit and confirmed that the cycle cancelled for uv intensity fault alarm. The water analysis was completed and it was recommended a carbon filter be installed due to organic content of the user facility's incoming water. The technician installed a carbon filter, ran a diagnostic cycle and confirmed the unit was operational; no further issues have been reported. The system 1e was installed on (B)(6) 2011 and is under warranty; preventative maintenance was performed on (B)(4) 2012 when the unit was found to be operating properly.